Event description:
It was reported to boston scientific in 2007, that during the placement of an ultraflex esophageal stent system in a male, the suture broke causing failure to complete deployment of the stent. The pt died the following day. "When the release of the esophageal prosthesis started (pulling from the black thread), a stop occurred, which prevented release. Higher force was applied and the thread broke," "the prosthesis remained half released" and was removed from the pt. The procedure was completed successfully with another of the same device. The pt's condition was reported as "acceptable"; however, four days later, bsc was notified that the pt died three days earlier. The pt had developed a pulmonary thrombus and the physician states that the death was "unrelated to the device or the procedure". No autopsy was conducted.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and complaint trend analysis are in progress. Results of the device evaluation, as well as the device history record and complaint trend review, will be provided in a follow-up medwatch report.